Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33280. It was reported the patient experienced vibrations at the ipg sites during an MRI scan. The scan was stopped once the patient reported feeling the vibrations. Therapy is still working and ipg communicates with external devices without issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.